Manufacturer narrative:
H.6. Investigation summary: two photos each containing the same four loose 5ml syringes were received and evaluated. It was observed there was streaks of black foreign matter attached to the barrels. The streaks were larger than level 3 in size, which was rejectable per product specification. A physical sample is required for a more thorough evaluation and potential root cause determination. The composition of the foreign matter could not be determined based on the photos. It was unclear if the foreign matter was embedded, on the inside or outside. No corrective actions are necessary based on the defective rate identified. Batch 9302536 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe was found with smeared scale markings before use. This occurred on 14 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "we received item 301027, lot 9302536 on po 14800 for qty 25200 last week; however, we inspected the 1st box and out of the 100 that we looked at, 14 of them have the syringe markings smeared on them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe was found with smeared scale markings before use. This occurred on 14 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "we received item 301027, lot 9302536 on po 14800 for qty 25200 last week; however, we inspected the 1st box and out of the 100 that we looked at, 14 of them have the syringe markings smeared on them."